Event description:
It was reported by the rep the device was used during a breast biopsy. It was reported when the clip deployed the metallic tip sheared off upon retracting the device from the breast. It was reported the metallic tip remained in biopsy cavity post-procedure. Pt diagnosis came back dcis. Pt underwent lumpectomy. Metallic clip was removed during surgical procedure.